Event description:
According to the rptr: the clips did not hold, the pt had to be re-operated after three days. There was a loss of body fluid, peritonitis.

Manufacturer narrative:
(B)(4). Subsidiary erroneously entered the description of complaint (B)(4) into (B)(4). Therefore, (B)(4) was incorrectly reported as the serious injury. A supplemental has been filed to change (B)(4) to a malfunction and (B)(4) is filed as the serious injury.